Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received fentanyl (unknown concentration and dose) in an implantable pump for spinal pain. Since (B)(6) 2016, the patient was very ill and needed a managing pump physician. The patient was due for a refill in (B)(6) 2016. The patient went to the hospital on (B)(6) 2016 and stayed for 4 days because of the pump. At that time the patient began to get sick and wanted to get the pump looked at "or medication pulled out because the patient did not realize the withdrawals." The patient had not been able to move for the last 4 days (since (B)(6) 2016) due to being sick from not getting a refill. The reporter did not hear any alarms and was not sure the pump was working "100 percent correctly." When attempting to transfer the patient to patient relations, the call disconnected. Patient services attempted to call back without success. The patient's husband called back the on (B)(6) 2016 and indicated physician's were contacted from the physician listing website without success. Further physician's were provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.